Event description:
It was reported that the pace sense portion of the lead was capped due to noise and inappropriate therapy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.